Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the customer-supplied photograph was performed and observed an e12 error code was displayed. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include overheating of the power supply caused by poor ventilation due to external obstructions to vents or excessive dust buildup on rear fans or fan guards. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee joint cleaning, the light source 500xl xenon showed a e12 error. After cool down and restart, the situation was the same. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.